Event description:
According to the reporter during a total hysterectomy procedure, on the uterine appendage, the device became unusable partway through. It was subsequently determined that after the audio output stopped, the cutter advanced and the jaws opened. While the sealing process itself was unaffected, the tactile switch remained depressed and failed to return to its original position, thereby preventing the initiation of the next output cycle. The energy supply did not continue when the button remained pressed and did not return to its original position. After cutting, even when the handle was released, the tactile switch remained pressed and did not return. Another device was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar buildup on the seal plate of the jaws. Functional testing found that the activation button did not appear to be stuck; however, a rattling noise was detected when the area surrounding the button was shaken. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device was disassembled and a broken post was identified on the right handle body that would allow for the printed circuit board (pcb) to become misaligned during use. It was reported that the device became unusable and the button remained pressed and did not return to its original position. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.